Event description:
The test strip vial test strips that are used with the blood glucose monitoring device system has a usable date on the vial however the manufacturer's inventory system indicates the product is expired. Reporter stated the test strip vial use by date was 01/2006 while the inventory system use by date was 01/2002. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.